Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was achieved using a perclose proglide device. Reportedly, after the procedure, the patient developed a retroperitoneal bleed. Treatment(s) were not specified. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Vessel damage can be influenced by but not limited to manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. The device is manufactured so that the portion of the proglide device that enters the body is design to minimize abrupt angular changes. This provides device surfaces that are not sharp to minimize tissue damage. The device is also guided into the body via a guide wire further minimizing damage. The reported information did not indicate any anomalies with the deployment of the device. The proglide device functioned as intended and hemostasis was achieved. The bleeding was observed after the closing procedure. There is no reported information to indicate a manufacturing deficiency on the reported experience. Patient anatomical conditions may cause the vessel to be damaged during the procedure. Vessel elasticity, size, and shape may allow damage during the procedure. The deployment technique of the operator during the procedure can potentially damage and tear the vessel, which may not be visible at the access site could lead to the reported experience. Devices used in the index procedure, which include the puncturing needle, guide wire, and sheath may potentially damage and tear the vessel. However, no information was provided regarding the other devices used during the procedure, it was only known that a proglide device was used for arteriotomy closure. Therefore, there is no reported information to indicate that the deployment technique of the operator had an influence on reported experience. The event investigation could not conclude a cause based on the reported information; however, the investigation concluded there was no product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.